Event description:
The defect was the breakage of bag during thawing out and the customer didn't specify the number degrees of involved units. Received additional information from baxter italy: further details about this complaint from the customer and here below you can find the translation of what the customer wrote in the letter: "at the moment of the products transfer, the operators noticed the presence of big damages on 2 units; so they've informed the laboratory director and the quality responsible. Then the personnel checked the documents about the cryopreservation and the storage; all processes are done correctly. The operator didn't report any important damage suffered by the 2 units. So in their conclusion, the damage was due to a weakness of bags plastic at low temperature. Besides they reported that some week ago ,another units of the same lot, at the moment of thawing out, showed a damage (of reduced dimensions than the previous 2 units) that didn't allow the use. The customer would like receive an evaluation in order to know if there are defects on this lot. Actually the bags are stored at -80 in a dry-freezer." Also from the translation it started that the problem was found during the transportation of the bags from quarantine tank to pass in the storage tank of microbiology.

Manufacturer narrative:
(B) (4). Baxter medical assessment: these are cryocyte bag breakages that were discovered. There have been no reported negative clinical consequences for the patient. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B) (6), md, (B) (6) medical director. Clarification is being requested on possible patient impact. We have evaluated the complaint and have determined that it is consistent with breakage investigated in a corrective and preventive action record (CAPA# (B) (4)). The lot reported was manufactured before corrective actions were implemented; therefore, evaluation of the complaint sample is not necessary. CAPA-(B) (4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breaking when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. (B) (4) CAPA was closed on january 28, 2009. Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This complaint will be kept on file for trending purposes.